Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said they fell about three years ago on their stomach after walking around their car, broke the device, and had to have it replaced. About two years ago, they fell while climbing on a kitchen chair and had to get that device replaced. No patient symptoms were reported and no further complications have been reported as a result of this event.